Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power adapter was not charging the pump battery. Another power adapter was used to charge the battery. Customer's blood glucose (bg) was 563 mg/dl. Customer delivered a bolus via the pump and an injection of insulin. Customer alleged food was cause of elevated bg; however, customer reported that pump was not delivering insulin properly as bg only lowered to 398 mg/dl. Tandem technical support reviewed the pump data and found no alerts/alarms that would have suspended insulin delivery. No device issue was identified. Customer acknowledge pump was delivering insulin properly.